Event description:
It was reported that an alert was triggered due to high impedance on the defibrillation coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. Rv defibrillation impedance steady at 22 ohms through (B)(4) 2014, out of range (19 ohms) on (B)(4) 2014. Concomitant medical products: 672625 adaptor, implanted: (B)(6) 2010; 672625 adaptor, implanted: (B)(6) 2010; 6996sq58 lead, implanted: (B)(6) 2010; 5076-45 lead, implanted: (B)(6) 2006; 419478 lead, implanted: (B)(6) 2006; 694958 lead, implanted: (B)(6) 2006. (B)(4).